Event description:
A user facility reported that a patient sustained a burn at the treatment site following use of the alma harmony system. Alma lasers inc. Conducted an investigation and determined that the burn will likely resolve over time, but the user facility has not responded to multiple attempts made by alma lasers inc. To confirm patient healing. Therefore, we are reporting this in good faith. Additionally, alma lasers inc. Has made due diligence efforts to obtain the device for further evaluation; however, as of the date of this report, the device has not been returned by the user facility.